Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original report - in correct alert date, misspelled reporter last name and missing patient code; revising report - alert date is corrected and changed to 09/6/17, reporters last name spelled properly and added patient code. Date of report: september 6, 2017. Date received by manufacturer: september 6, 2017. (B)(6). (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Original report - incorrect g4 date, the g4 date in the 1st follow up was supposed to be 9/25/17 not 9/6/17; revising report - g4 date corrected g4: september 26, 2017.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Additional narrative: this report is for an unknown tibia expert nail (unknown quantity/unknown lot). UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article schonnemann. J.o., brix m., kragelund p., soren k. (2016). Good results using angular stable locking system with distal tibia fracture nail osteosynthesis. Progress in orthopedic science, 2-2, p.1-3. The purpose of the study was to discover a correlation between higher stability, increased bone healing and the use of angular stable locking screws in the treatment of tibia fractures. The study included 51 patients with a tibia fracture in the distal half of the crus. Males made up 31 of these patients and females made up the remaining 20. The age of the patients ranged from 17 years to 71 years, the mean age being 48 years. All patients received a tibia expert nail (synthes, (B)(4)) and was supplemented with the angular stable locking system (asls) (synthes, (B)(4)) in the nails distal locking holes. The patients were all mobilized after the procedure. One of the patients healed with malunion due to 18 valgus. One of the patients healed with malunion due to 6 valgus. One patient required reoperation to remove implants due to anterior knee pain. One patient required reoperation to be dynamized due to delayed heeling. One patient required reoperation to receive autologous bone grafting due to a bone defect. One patient required reoperation to remove implants after bone healing due to suspicion of infection. All fractures healed in an average of 4.8 months. (B)(4). This report is for an unknown tibia expert nail and refers to the serious injury of 2 unknown patients who experienced malunion at 6 and 18 valgus, 1 with anterior knee pain, 1 with delayed union, 1 with bone graft, and hardware removal due to suspicion of infection.